Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with her infusion sets. The customer also experienced multiple low blood glucose. The customer's blood glucose ranged between 43mg/dl-63mg/dl. The customer declined troubleshooting. Customer stated they will wait until health care provider makes adjustments.